Manufacturer narrative:
The involved tego devices were discarded. The exact cause(s) of these event(s) /product issue are unknown. However, previous investigations of this reported tego lot# have been conducted. Identified a potential for leakage when the tego is connected to the dialysis tubing during the hemodialysis treatment. ICU medical inc. Has identified the potential risk of leaking with certain tego® connector devices. The potential for leakage could exist when the tego is connected to the dialysis tubing during the hemodialysis treatment, and may lead to blood loss. ICU medical has received reports associated with this issue. ICU medical is recalling those specific lots that could potentially contain this condition. There have been no reports of adverse patient consequences as a result of this issue. Device not returned

Event description:
Complaint received reporting flow/air in the lines with use of unspecified dialysis set-ups where d1000 tego connectors, lot# 3255850 were in use. The initial information received reports intermittent events occurring in (B)(6) where "...tego port protectors that seem to be defected. They are allowing a micro air-leak for our dialysis patients during treatments ..." The involved devices were removed, replaced and discarded. There were no reported adverse patient consequences